Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Legal-filed report - (B)(4).

Event description:
It was reported that the plaintiff was implanted with a sparc device on (B)(6) 2009. During the same surgical procedure a total vaginal hysterectomy, suspension and fixation of vaginal cuff, cystoscopy, and modified posterior repair were performed. The findings during the procedure were a grade iii rectocele and an enlarged uterus with probably fibroids. It is alleged that the plaintiff is experiencing unspecified injuries and a problem with the product.